Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 330. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the weldment broken. A search of the hill-rom maintenance records did not show hill-rom performed any maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account ordered the weldment and will replace to resolve the issue. Based on this information, no further action is required.